Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected and the motor arm can't communicate with the main arm alarm. Customer's blood glucose at time of incident was 7.8mmol/l. Customer was explained the alarm. Customer reported the pump error did not occur during the rewind/load reservoir/fill tubing process. Customer was advised that the error table indicates the pump should be replaced. Customer was advised the pump will need to be replaced.

Manufacturer narrative:
The formatted history file analysis confirmed the pump error 53 and pump error 4 due to a software error. The pump was received with minor scratches on the lcd window and case.